Manufacturer narrative:
Date of the event is estimated additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000044540.

Event description:
It was reported the patient was experiencing shocking sensation. Reprogramming was unable to resolve the issue. Reportedly, the shocking sensation subsides with stimulation off. As such, surgical intervention may occur later to address the issue. The investigation did not determine which lead is causing the shocking sensation.

Event description:
Related manufacturer reference number: 1627487-2022-06243. Surgical intervention occurred where the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.